Manufacturer narrative:
Please note corrections to sections b1 and h6 (device, method, results and clinical signs codes). The received x-rays were reviewed and it can be confirmed that three locking screws were backed our on the distal end of the plate. A device inspection was not possible since the affected devices were not returned, therefore no further evaluation is possible. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The exact root cause of the reported event cannot be defined without physical evaluation of the affected devices. Based on the available information it is possible that a combination of different factors, like the very unstable fracture, the unsatisfactory reduction of the fracture and the in the additional information mentioned surgeon's inexperience with the new locking system, did contribute the back out of the locking screws. The during the implantation reported issues with the targeting devices and the screwdriver may also have played a certain role. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent revision surgery. Update: the patient was revised with a nail. Used a nail vs a plate because the distal comminution had started to heal and box was open. Reason of the revision: screw backout.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.

Event description:
It was reported that the patient underwent revision surgery.